Event description:
The pt was implanted with a left ventricular assist device (lvad). The attached user facility report# (B)(4) received from the intermac's registry, reported that a CT angiogram performed on the pt revealed a clot in the outflow tract and occasional blockage in the inflow tract. Surgery was performed to reposition the misalignment of the inflow graft. No other info was provided.

Manufacturer narrative:
According to info previously submitted to the MFR, the pt expired on (B)(6) 2010, post hemorrhagic stroke and no info was provided at the time to indicate that the pt death was device related; however, an analysis of the explanted pump was requested by the hospital (reference MFR's medwatch report# 2916596-2011-00298). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.